Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure while cauterizing the patient, the physician felt a very warm sensation on her right index finger, the button that she was compressing on the handheld device that elicits the cauterization. The area was in the middle of the handheld device and not near the tip of the instrument where the electric current was located. The device was immediately removed from its power source, cut the line and removed from the field. A small white circular area to the lateral tip of her right index finger was observed where the doctor felt the warm sensation. The physician continued the surgery with a new handpiece and was given for use without incident.